Event description:
Customer reported via phone, she was hospitalized due to a bent cannula. Customer was experiencing diabetic ketoacidosis and paramedics were called. Customer was hospitalized with a blood glucose was 560 mg/dl at the time of admission. During troubleshooting it was noted customer was unable to remove the battery cap. Customer was advised to discontinue use of the device and discontinue use of the device. She agreed to return the device for further analysis. Customer called back on (B)(6) 2015 and stated she didn't want to replace as there was no issue with her device. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.